Event description:
It was reported by the customer that a pyxis medstation es system's patient missing on the station. The customer added that the user was unable to dispense medications from the device. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-jun-2021 to 27- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missing on the station. The technical support specialist logged into the station and found that the patient was available on the station. He informed the customer that the issue has been resolved. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was able to resolve and it did not reoccur. The customer acknowledged and granted permission to close the complaint file. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system's patient missing on the station. The customer added that the user was unable to dispense medications from the device. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.